Event description:
Healthcare professional reported right side "deflation" as well as particles in valve. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in the inner surface, flat creases, one crack opening, and three curved openings. A leak test and microscopic analysis were performed which identified one crack opening, three striated openings, and wear abrasion. Based on the device analysis, the final assessment is one crack opening assessed a cracked valve seat diaphragm valve, three striated openings on the anterior side assessed as surgical damage, and no particles in the valve were found in the device. Additional, corrected, and/or changed data: h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation" as well as particles in valve. The device has been explanted.